Event description:
It was reported that the patient went through radiation therapy and presented in clinic for device reset. The device was restored properly to its prescribed setting. Upon interrogation an patient data error message was noted. The error message was cleared and the device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.